Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-9004-35 serial#: (B)(4) description: precision connector m1, 35cm the explanted devices was not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an emergency explant due to an allergic reaction to the ipg. The patient's body was rejecting the metal and not allowing the patient's body to heal. The physician believed that the allergic reaction was device related. No device malfunction was suspected.